Manufacturer narrative:
Follow-up #1: date of submission: 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the audio tone alarm was found to be inoperable. The pump cover was opened and a the piezo solder was observed to be cold/cracked. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.